Manufacturer narrative:
PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that they are experiencing false positive results for adenovirus with the bd max¿ system, bd max¿ instrument. There was one occurrence in this event with no patient impact reported. The following information was provided by the customer: the customer reported false positive results for adenovirus with the enteric viral panel on bd max (B)(4).

Manufacturer narrative:
H.6 investigation summary: a failure of a false positive was reported on a max instrument (p/n 441916, s/n (B)(6)). This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause was attributed to reader normalization drift, which was corrected by reimaging and software installation. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported by the customer that they are experiencing false positive results for adenovirus with the bd max¿ system, bd max¿ instrument. There was one occurrence in this event with no patient impact reported. The following information was provided by the customer: "the customer reported false positive results for adenovirus with the enteric viral panel on bd max sn (B)(6)."